Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flexible bronchoscopy, right, video assisted thoracoscopy surgery, right upper lobectomy, lymph node dissection and right middle lobe wedge resection, the reload jaws would close around the vessel, but the stapling mechanism would engage and fire the staples. This stapler had been used 7 times before without any issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flexible bronchoscopy, right video assisted thoracoscopy surgery, right upper lobectomy, lymph node dissection and right middle lobe wedge resection, the reload jaws would close around the vessel, but stapler mechanism would not engage and fire the staples. This stapler had been used 7 times before without any issue. Another stapler was opened to complete the procedure. There was no patient injury.